Event description:
Blood noticed on pad under ij, upon inspected, it was noted to have possible blood drops from tubing of venous line on permcath. Confirmed by pushing saline, same observation made. Pt to ir for eval of line, hub repair done-did not need cath exchange, manufacturer notified.